Event description:
The customer initially called to report no delivery alarms during a bolus. The customer stated that she just changed the infusion set today and she used a new insertion site in the upper buttocks. The customer then mentioned that she was hospitalized with high blood glucose levels over 360 mg/dl recently. Troubleshooting was performed and the insulin pump passed the prime test with no alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.